Manufacturer narrative:
Follow-up #1: date of submission 09/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no power to the pump at startup. The battery compartment was cracked with corrosion observed inside. The returned battery cap was able to fully tighten to the pump. There was no evidence of moisture damage inside the pump when the pump was opened.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.